Event description:
It was reported that the bed lost electronic motor functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed had no power and there was a loss of motor function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the bed had power but no electrical motor functions. Bed was replaced with a new unit.